Manufacturer narrative:
Additional information: the balloon was safely removed from the patient. No intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: four photographic images of cine images were received for evaluation. The images are of the patients right proximal superficial femoral artery. The vessel exhibits tortuosity and calcification. In three of the four images a hawkone directional atherectomy device can be identified. In the second image only a support sheath, guidewire, and a radiopaque marker on the guidewire could be identified. A pta could not be identified in any of the four images. Technical analysis of the images is inconclusive for a pacific plus pta balloon bursting at 5atm when inflated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone h1-m device with a non-medtronic 7fr sheath and 0.014 non-medtronic device during treatment of an 80mm 90% stenotic fibrous, calcified lesion in the patient¿s right proximal superficial femoral artery (sfa) of diameter 7mm. Severe tortuosity and moderate calcification were reported. The IFU was followed and the device was prepped without issue. The vessel was pre-dilated. The device did not pass through a previously deployed stent, no resistance was encountered when advancing the device and no excessive force was used. However, the hawkone was unable to reach the lesion. A non-medtronic atherectomy device was used to treat the lesion. This was followed by a 7x60 pacific plus device. The device was inflated to 5atm using a non-medtronic device but the balloon burst. All fragments of the balloon were retrieved. A non-medtronic balloon was used to treat the common femoral. No patient injury was reported.